Manufacturer narrative:
A review of the customer's instrument image result files showed: batch (B)(4) using lots r676/221505/liss 211661. Sample (B)(6) cell 1 and 3 neg visually neg . Cell 2 ? Visually pos. Ctrl well reacted as expected. Cell 1 and 2 d+, cell 3 d neg donor. The pi lab confirmed the reactivity of the d antigen on cell I and cell ii of retention crrs (3), lot r676, in manual capture, using retention capture-r ready indicator red cell, lot 221505 with retention anti-d lot od547 (1:1 dilution). Controls performed as expected. Cell I and cell ii exhibited 4+ reactivity as expected. Cell iii was negative as expected. Confirmed the reactivity of the d antigen on cell I and cell ii of retention crrs (3), lot r676, on echo, using retention capture-r ready indicator red cell, lot 221505 with retention anti-d lot dl20612 (1:1 dilution). Controls performed as expected. Cell I and cell ii exhibited 4+ reactivity as expected. Cell iii was negative as expected. Retention product performed as expected. Performed antibody assay on return plasma sample (B)(6) (anti-d identified by customer) on the echo with crrs (3), lot r676 using retention capture-r ready indicator red cell, lot 221505. Controls performed as expected. Cell I and cell iii exhibited neg reactivity and cell ii exhibited equivocal reactivity. Cell ii is visually positive. Retested with another tube using crrs (3), lot r676 using retention capture-r ready indicator red cell, lot 221505. Results were the same. Return sample did not perform as expected according to the reported antibody specificity from the customer. It is unclear why capture r ready screen (3), lot r676 did not react more strongly with customer's sample.

Event description:
Customer reported an unexpected negative with the capture-r ready-screen 3 (crrs 3) when testing a patient sample on the galileo echo.